Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the rubber cover is detached from the hemogard plastic cap. The tube cap is not tightly attached after the tube is filled with a blood sample."

Manufacturer narrative:
H.6. Investigation: bd received one hundred (100) samples and one (1) photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for stopper creepout was not observed, as the photo shows no evidence of hemogard caps unseated on tubes. The customer¿s indicated failure mode for closure separation was not observed, as the photo shows no evidence of hemogard cap / stopper separation. Twenty-nine (29) of the customer samples were evaluated by functional testing and the indicated failure mode for stopper creepout with the incident lot was not observed. The same twenty-nine (29) customer samples were also evaluated by functional testing for closure separation and upon completion the indicated failure mode for closure separation was observed. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and upon completion the indicated failure mode for stopper creepout was observed. Twenty-nine (29) retention samples from bd inventory were also evaluated by functional testing for closure separation and upon completion the indicated failure mode for closure separation was not observed as there was no evidence of stopper/cap separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure modes of stopper creepout based on the retention sample testing and closure separation based on the returned sample testing. Bd has initiated further root cause investigation relating to the issue of stopper function defects through CAPA#3741863. Bd determined the root cause was attributed to the incorrect cleaning practice being used on manufacturing line one (1). The cleaning practice is specific to the type of stopper, which led to excess lubricant being lodged on the stoppers of batch 0287676. Bd was not able to identify a root cause for the indicated failure mode of closure separation.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the rubber cover is detached from the hemogard plastic cap. The tube cap is not tightly attached after the tube is filled with a blood sample."